Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was attempting to use glenoid drill guide and the instrument broke in his hands. It looks like the area that is welded together on the instrument has collapsed and come apart. Patient consequence? No. Patient consequence description: no patient consequence. Action taken for procedure:both pieces of the broken instrument were retrieved from the surgical area. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.